Event description:
The patient's family member reported that patient device was on and at times it just shuts off by itself since implant and they have to actually use programmer to turn back on the stimulation. They reviewed the lightning bolt was gone and they have to turn back on. The patient's family member stated it does pulse for a day or two and other times it will pulse and a few minutes later it pulses and just shuts off itself and won't go on until they do it. The patient's family member stated sometimes it was off for a few days. The patient's family member stated cycling was not what was happening. The patient's family member was going to try other programs and see if that helps at all. The patient's family member was going to document and has an appointment with health care provider (hcp) on (B)(6) 2016. The patient's family member reported it was not really working and patient clarified, it was working as she was not getting up as much at night as knee hurting her, which was a pre-existing issue. Patient will be having knee surgery in the future. Patient stated she already had one knee replaced. Patient stated it was helping her when it did pulsate. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.